Event description:
I purchased a soclean c-pap-cleaner. I followed all of the directions I. E., preached the unit, hoses etc. I then cleaned the CPAP machine using soclean at the recommended settings. That evening I slept with the cleaned machine. The smell of ozone was strong. The MFR calls ozone activated oxygen. After about 6 hours, I experienced a severe asthma attack which I have never had before. Treatment with rescue inhaler, steroids, bronchodilators. I have cough predominant asthma. The coughing was so severe that I injured my back.